Event description:
The facility representative reported a flogard infusion pump with a broken door. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem "broken door" is confirmed during device evaluation. During visual inspection service identified the pump head door to be broken and the door latch missing. The cause of the condition was not identified as the device was returned unrepaired. There were no repairs performed to resolve the customer reported problem. Should additional information become available, a follow-up medwatch will be submitted.